Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC would not work and pinholes were found. PICC line was removed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed and was determined to be use related. One 5 fr triple lumen powerpicc provena catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small hole was observed just distal to the 5 cm depth marker, approximately 6.5 cm distal to the molded joint. Kinks were observed in the catheter approximately 0.2 cm and 2.2 cm distal to the molded joint. The 0 cm through 7 cm depth markers were observed to be worn and faded. The catheter was observed to kink easily at the location of the small hole during manipulation. A microscopic observation revealed two small splits in the catheter approximately 6.5 cm distal to the molded joint. The edges of the splits were observed to be very rough but mostly straight. The fracture surfaces of the splits were found to have an uneven and granular texture. Whitening of the catheter material was observed at the corners and edges of the splits. The surface of the catheter material was observed to be slightly less lustrous leading up to the edges of both splits. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC would not work and pinholes were found. PICC line was removed.